Manufacturer narrative:
To date, the explanted leads have not been received at boston scientific. Upon receipt the leads will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that this right ventricular (rv) and right atrial (ra) lead were removed and replaced due to an insulation issued observed during a recent follow up visit. In addition, the leads exhibited oversensing which resulted in pacing inhibition for greater than two seconds of asystole. The leads were returned for analysis. No adverse patient effects were reported.

Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation and insulation damage, as the outer coil of the lead was exposed. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead on can contact. The reported include specific clinical observation here, for example oversensing which resulted in pacing inhibition for greater than two seconds of aystole is likely the result of the lead damage observed by the laboratory. The lead was archived at boston scientific.